Manufacturer narrative:
Medwatch form mw5087799 was reviewed and uploaded by mentor on 7/30/2019. This medwatch form references devices this patient had implanted on (B)(6) 2004. However, the devices for this complaint were manufactured after this date, and the implant date initially reported with this complaint is consistent with the manufactured dates of the reported devices. Therefore, this there is no reason for mentor to update information based on the medwatch form received, or for mentor to believe that the information contained within the form has not been captured and reported appropriately. If additional clarification is received a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 600cc mentor memorygel breast implants experienced bilateral capsular contracture (baker¿s grade unknown) and an autoimmune reaction as early as 2015. The following issues were reported beginning in 2017: full body pain, diagnosis of fibromyalgia, stomach rashes, back rashes, leg rashes, altered eyesight, hair loss, angiolipoma removal, possible diagnosis of lipomatosis, change in breast size, and unevenness of the breasts. The capsular contracture was diagnosed through magnetic resonance imaging in 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-16000 for contralateral prosthesis report.